Manufacturer narrative:
The device was not returned; therefore, a device analysis could not be completed. A device history record review was conducted and no issues were identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the single use fiber snapped while the user was performing a prostate enucleation. The device was replaced by a similar device and the procedure was completed. There was no report of patient harm.